Event description:
Customer alleged that during replacement of a power converter in this x-ray's generator the field service engineer (fse) got an electrical shock (700v).

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.